Manufacturer narrative:
Device evaluation; device returned to manufacturer intact and functional with some bubbles observed in the gel. Moderate yellowing.

Event description:
Capsular contracture baker grade 3 - left.